Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/01/2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and failed due to no voltage. The log was downloaded, there was no data within the investigation window. Confirmation of the allegation and root cause could not be determined.